Manufacturer narrative:
(B)(4). We received one used, empty easypump ii lt 100-50-s without packaging. The received sample was taken to a functional test (filled with nacl 0.9%). During the filling, leaks arose immediately at the inner silicone tube of the sample. The liquid was running between the inner silicone tube and the outer protective cover. The tested sample is not in accordance with our requirements. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available.

Event description:
As reported by the user facility ((B)(4)): the pump has not diffused completely.

Manufacturer narrative:
(B)(4). Statement from manufacturer: reviewed the device history record and no abnormalities found during in process and final control inspection. Define: received one piece of used, empty of easypump ii lt 100-50-s without original packaging. As received condition, clamp clip is closed and wing cap has been replaced with blue closing cone. Big top cap is opened and discofix cap is removed. Observed no crystallized/solution residue at cap valve. No other deviation is observed at the pump. Analysis: blow mold sleeve of complaint sample is removed. Pump is then filled with solution. No leak is observed at silicone sleeve of the complaint sample. As there is no leakage detected, this customer complaint is considered as not justified. Further investigation to determine the root cause of slow flow rate failure is unable to be done as the complaint sample is contaminated with cytotoxic drug. The sample has been destroyed. Justification: leakage : not justified as no leakage is detected at complaint sample. Slow flow rate : not judgable as further investigation (flow rate test) is unable to be done due to complaint sample is contaminated with cytotoxic drug.